Event description:
It was reported that pump did not always detect that insulin cartridge was present, insulin gauge was not accurate. No information was provided regarding customer¿s blood glucose level or any related impact. Customer declined further troubleshooting, and no additional actions or outcomes were reported.